Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the patient had diaphragmatic stimulation and nerve stimulation. The right ventricular lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.